Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please provide the lot number: scbbm. Was a patient involved ? Yes. Was suture used on a human ? Yes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? Unknown. What tissue was being sutured when the event occurred? Unknown. Was additional dissection required in other organs/tissues other than the target tissue? Unknown. Was there any change in the patient¿s post operative care due to the prolonged procedure? Unknown. The following information was received: procedure: suture course wet lab. When did the even occur (pre-op/intra-op/post-op)? During suturing skin, directly after opening package. Was there any patient consequence? No. What action was taken to resolve the issue? New suture had to be taken. How long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)? 2 minutes. The following information was requested: please verify the lot number. Scbbm is not valid. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related reports: 2210968-2023-01041, 2210968-2023-01042, 2210968-2023-01043, 2210968-2023-01044, 2210968-2023-01045, 2210968-2023-01046, 2210968-2023-01047, 2210968-2023-01048, & 2210968-2023-01049.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the suture became detached from the needle. The thread broke off the needle, has happened 10 times there were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 2/16/2023. Additional information was requested, the following was obtained: -was a patient involved ? No .-was suture used on a human ? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 2/16/2023. Corrected information: b1, h1 - additional information was received that this event no longer meets malfunction reporting criteria. This medwatch report is no longer reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.